Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had a black screen with no motor sound and would not power on even after trying a different outlet. The fse found that the station console would not power on and identified drawer 2.2 as the cause of the issue. The fse replaced the drawer controller printed circuit board (pcb) in drawer 2.2 and then verified proper operation of the unit. The customer confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen with no motor sound and would not power on even after trying a different outlet. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.